Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. A visual inspection was performed and no defects were observed. Both returned samples failed the hydrophilic membrane bubble point functional test. With a continuous stream of air bubbles at the filter outlet within less than 10 sec at 45 psi. One out of the two returned samples failed the hydrophobic vent/housing failure test with leak at air vent within less than 10 sec at 45 psi. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) an interlink extension set in which a leak was observed. According to the report, a leak was observed from the bottom of the millipore filter. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.